Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3- date of event is estimated.

Event description:
It was reported patients ipg was inoperable, and the battery was dead since unable to connect with external devices. As such, surgical intervention was undertaken wherein the ipg was replaced, and therapy was restored.